Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had recorded episodes due to noise that was being oversensed. Boston scientific technical services (ts) was contacted and requested to review the data from the patient¿s remote monitoring system. A ts consultant reviewed the data and discussed that the noise was at a consistent 20 hz; however, the device was still pacing at 50 bpm within the noise window. The noise was consistent with respiratory rate trend oversensing and the ts consultant discussed switching this feature off and then back on to perform further testing to investigate the potential source of the noise. It was also discussed that the pacing impedance measurements had suddenly increased in the past few days for further evaluation of the lead and device was strongly suggested. No adverse patient effects were reported. Several days later, a high out of range pacing impedance measurement was detected by this device which triggered a lead safety switch to unipolar mode. Ts was contacted again and confirmed that a pacing impedance measurement above 2,000 ohms was recorded which triggered the safety switch. The ts consultant discussed that the system integrity should be evaluated as there is a possible open circuit condition. No adverse patient effects were reported. The lead information was not provided.